Event description:
It was reported via legal claim that the patient's knee replacement broke and failed (B)(6) 2011.

Manufacturer narrative:
The information in this report was provided by (B)(4). No additional information is available at this time. The devices are not available due to the ongoing litigation.